Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device lot and serial numbers were not provided; therefore, the device history record review could not be performed. Corneal haze and visual disturbances are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. It should be noted that lasik surgery was performed on this eye concurrent with inlay implantation. On (B)(6) 2017, corneal haze was observed over the inlay and the patient reported experiencing disabling visual disturbances in bright daylight conditions; the inlay was subsequently explanted on (B)(6) 2017. At last examination 2 weeks post-explant the visual disturbances had resolved and vision was 20/20.